Event description:
Procedure: pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
Medtronic complaint report: (B)(4): dyspareunia, neuromuscular problems recurrence. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, complications post-mesh implantation: pain, erosion, extrusion, infection, bowel problems, fistulae, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, urinary problems, recurrence and other problems. Mesh revision surgery: 2007: underwent removal of posterior vaginal mesh complications post mesh revision surgery: granulation tissue, atrophic vaginitis, stress incontinence, stress incontinence, abrasion back of vault, vaginitis.